Event description:
Pt reports pump was explanted due to staff infection and failure. Also indicated experienced withdrawal for two weeks following pump implant. Pt's wife states pt developed staff infection starting at pocket about 3-5 days after the 1st refill. Drug used in pump was morphine.

Manufacturer narrative:
.